Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep repaired a loose connection at the collimator connector and reseated the fluoroscopic functions and the generator interface printed circuit boards. The system was tested and found to be working as intended and put back in service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system displayed an iris potentiometer message. No pt injury was reported.